Event description:
The intralase fs laser was used to create a corneal flap on (B) (6), 2010. The side-cut was incomplete between approximately at the 8 and 10 o'clock position at the nasal aspect of the os (left) eye. The surgeon unzipped the edge with surgical scissors and proceeded to lift the flap and treat with the excimer. A bandage contact lens was placed on the os. Four days post operative, the patient's best corrected visual acuity on the left eye was 6/6 (20/20). The od (right) eye was treated with no complications.

Manufacturer narrative:
Evaluation summary: preventative maintenance was performed on april 20th, 2010 and it was reported that the system is working to specifications. (B) (4).